Manufacturer narrative:
Upon investigation we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. Upon further investigation we found: poly cover dirty or stained, cord cut/burned other location, pad bunched,bent/broken lead, thermostat discoloration, pad dirty or stained. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.

Event description:
Customer called and stated she pressed the switch and it arced and burned a small portion of the outer cover and caused a brief moment of pain.